Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that they put the broach down, it would not go down all the way, sat out proud, put stem in (same size as broach) and stem was too small.

Manufacturer narrative:
Device not returned for evaluation. DHR and chr could not be performed as the device lot code was not properly identified. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that they put the broach down, it would not go down all the way, sat out proud, put stem in (same size as broach) and stem was too small.